Event description:
It was that after an unknown procedure, the anastomosis got incomplete. Due to the fact that the surgeon selected the smallest staple height that might have led to tissue necrosis and anastomosis got incomplete on the 3rd post-op day, while during the op donuts were complete and leakage test was performed. Additional information has been requested, no response has been received to date, a supplemental report will be sent upon receipt of additional information.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Attempts have been made to have device returned. Device location is unknown.